Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was not working properly. The following information was provided by the initial reporter: material no:320550, batch no: 0140217. It was reported that the consumer can not get pen needle onto pen and one non patient end is bent. Verbatim: from phone call on (B)(6) 2020 11:55:05: consumer called back with case # and left voice message with bd. I called her back. Spoke at length proper placement on to trujeo pen. Able to get consumer to complete injection over the phone. She has 4 pen needles with at least one non patient end is bent. Consumer contacted pen/insulin manufacture too. Pharmacy calling on behalf of patient can't get pen needle on pen. Provided this case number to pharmacist. Asking for the patient to call bd cares.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was not working properly. The following information was provided by the initial reporter: material no:320550 batch no: 0140217. It was reported that the consumer can not get pen needle onto pen and one non patient end is bent. Verbatim: from phone call on (B)(6) 2020 consumer called back with case # and left voice message with bd. I called her back. Spoke at length proper placement on to trujeo pen. Able to get consumer to complete injection over the phone. She has 4 pen needles with at least one non patient end is bent. Consumer contacted pen/insulin manufacture too. Pharmacy calling on behalf of patient can't get pen needle on pen. Provided this case number to pharmacist. Asking for the patient to call bd cares.